Event description:
It was reported that this pacemaker stored a non-sustained ventricular tachycardia (nsvt) episode showing four beats on the ventricular electrogram that was not a vt. Technical services reviewed the episode in the remote monitoring system and discussed it appeared to be due to oversensing of a baseline noise, most likely myopotentials. It was recommended to review the episode in the clinic on a programmer, so the gain/sweep can be adjusted and the nature of the noise could be determined. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker stored a non-sustained ventricular tachycardia (nsvt) episode showing four beats on the ventricular electrogram that was not a vt. Technical services reviewed the episode in the remote monitoring system and discussed it appeared to be due to oversensing of a baseline noise, most likely myopotentials. It was recommended to review the episode in the clinic on a programmer, so the gain/sweep can be adjusted and the nature of the noise could be determined. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. About 3.5 years later, this device was prophylactically explanted and replaced due to an advisory. The explanted device was received and analyzed.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The seal plugs were intact and the setscrews moved freely. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis confirmed the device was not exhibiting any advisory behaviors. Analysis did not identify any device characteristics that would have caused or contributed to the noise and oversensing observed in the episode from 2021.